Manufacturer narrative:
Physio-control evaluated the device and observed that the defibrillator paddles were not functioning. After the paddles were replaced, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device was displaying an energy error. There were no reports of pt use associated with this event.